Event description:
It was reported during a routine office visit, that this pacemaker device and non-boston scientific right ventricular (rv) lead exhibited pacing inhibition/asystole for 1 second, oversensing and noise, on the rv lead channel. The noise could be recreated with myopotential movements, specifically moving her right arm across her body (device on the right side). Pocket manipulation did not re-create any noise. The patient reported having some dizziness. The physician reported adjusting the rv sensitivity from 0.6mv to 3.5mv to assist in preventing oversensing, testing movements after the adjustment was successful and showed no noise, and no pacing inhibition. Advised patient to return in approximately three months for a recheck. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted and has not been returned. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observations is a known inherent risk of the lead. If information is provided in the future, a supplemental report will be issued. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.